Event description:
Same MFR report as 3005188751-2012-00062, 2030404-2012-00063 and 2030404-2012-00054. It was reported during an endocardial ablation procedure, a cardiac tamponade occurred. The pt underwent a hybrid procedure using ncontact before arriving in the ep lab. A sl1 transseptal sheath was used to access the left atria. An inquiry decapolar catheter was placed in the coronary sinus and a reflexion spiral and safire blu device were also used during the procedure. Seventeen radiofrequency lesions were applied between the left and right superior veins. Upon infusion of isoproterenol, the nurse noted that the pericardial drain (which was placed during the hybrid procedure) was filling and the pt's blood pressure was dropping. It is unk at what point during the procedure (hybrid or ep) that the perforation occurred. The status of the pt is listed as stable.

Manufacturer narrative:
Method: no testing methods performed. We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to (B)(4), the cause for the reported event remains unk. The device was not returned for eval and review of the device history record was not possible as the serial/lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.